Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device declared elective replacement indicator (eri) due to charge times. The physician expressed dissatisfaction regarding the longevity of the device. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.